Event description:
It was reported that this patient with an implanted pacemaker system underwent an atrioventricular node ablation procedure and during the procedure, some instances of pacing inhibition occurred. It was noted that there was associated asystole of approximately five to ten seconds observed. Boston scientific technical services discussed the defib detect circuit function of the pacemaker device with the boston scientific field representative. The defib detect circuit is a protective mechanism designed to prevent delivery of external energy to an unintended location in the patients heart or to the pacemaker device, potentially causing device damage. The defib detect circuit is active during delivery of pacing energy and causes the device to temporarily disconnect from the lead system in the presence of external energy to eliminate the possibility of high current flowing through the lead. Once the external energy ceases, the pacemaker device resumes normal operation. Due to the potential for pacing inhibition to occur during an ablation procedure, pacemaker device labeling suggests consideration of the use of external pacing support for pace therapy dependent patients. The device remains in-service. There were no adverse patient effects.

Event description:
It was reported that this patient with an implanted pacemaker system underwent an atrioventricular node ablation procedure and during the procedure, some instances of pacing inhibition occurred. It was noted that there was associated asystole of approximately five to ten seconds observed. Boston scientific technical services discussed the defib detect circuit function of the pacemaker device with the boston scientific field representative. The defib detect circuit is a protective mechanism designed to prevent delivery of external energy to an unintended location in the patients heart or to the pacemaker device, potentially causing device damage. The defib detect circuit is active during delivery of pacing energy and causes the device to temporarily disconnect from the lead system in the presence of external energy to eliminate the possibility of high current flowing through the lead. Once the external energy ceases, the pacemaker device resumes normal operation. Due to the potential for pacing inhibition to occur during an ablation procedure, pacemaker device labeling suggests consideration of the use of external pacing support for pace therapy dependent patients. The device remains in-service. There were no adverse patient effects.

Manufacturer narrative:
This correction supplemental report was submitted with a correction to the impact codes table in report section h6.

Event description:
It was reported that this patient with an implanted pacemaker system underwent an atrioventricular node ablation procedure and during the procedure, some instances of pacing inhibition occurred. It was noted that there was associated asystole of approximately five to ten seconds observed. Boston scientific technical services discussed the defib detect circuit function of the pacemaker device with the boston scientific field representative. The defib detect circuit is a protective mechanism designed to prevent delivery of external energy to an unintended location in the patients heart or to the pacemaker device, potentially causing device damage. The defib detect circuit is active during delivery of pacing energy and causes the device to temporarily disconnect from the lead system in the presence of external energy to eliminate the possibility of high current flowing through the lead. Once the external energy ceases, the pacemaker device resumes normal operation. Due to the potential for pacing inhibition to occur during an ablation procedure, pacemaker device labeling suggests consideration of the use of external pacing support for pace therapy dependent patients. The device remains in-service. There were no adverse patient effects.